Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. However, blood was observed in the device after perfusion. The device was replaced and the issue resolved. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.